Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge error messages with multiple cartridges during the load process. Customer had elevated blood glucose levels (approximately 400 mg/dl). Reportedly, blood glucose levels have stabilized and customer has back up manual injections for continued insulin therapy.